Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific crm received information that this right atrial lead exhibited no capture, noise, impedance measurements greater than 3000 ohms. A lead fracture was suspected. As a result, this lead was explanted. No adverse patient effects were reported.